Manufacturer narrative:
(B)(4).

Event description:
The impedance measurements were greater than 2,000 ohms on all of the unipolar pairs. The pt was unstable with his balance. He was last seen on (B)(6) 2010. At that time all impedances were within range and were controlling his symptoms. There have been no falls or trauma. Additional info has been requested.